Event description:
It was reported that a patient underwent a laparoscopy on (B)(6) 2012 and suture was used. During procedure, the needle detached from the suture. Needle was not recovered. Surgeon considers the needle is too small to cause any medical damage. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.